Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported complaint. Fa found the primary failure of broken input disk to be related to the customer reported complaint. Input disk #7 was found broken into pieces inside of the housing. The instrument was placed on the in-house system and the clip test was performed. The instrument was able to load the clip but unable to attach to the tubing and failed the clip test. Root cause of this failure is attributed to mishandling/misuse. Additional observation related to customer reported complaint: the instrument was found to have a loose grip cable at the distal end. This was likely caused by the broken input disk. Root cause of this failure is attributed to a component failure. No image or video clip for the reported event was available for review. A review of the instrument log of the large hem-o-lok clip applier instrument (part # 470230-12 / lot # n10190429-0068) associated with this event has been performed. Per the logs, the instrument was used on (B)(4) 2022 on system sk0612. There were 73 uses remaining after this last usage and the last usage of the instrument was before the reported event date. Based on the information provided at this time, this complaint is being reported due to the following conclusion: fa confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the jaws of a large hem-o-lok clip applier instrument would not close. There was no report of patient involvement. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the large hemlock clip applier arrived in central processing and observed that the jaws would not close. There was not much information she could give me other than nothing has changed in their sterilization methods and no different cleaning solution has been changed.